Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on an unknown date during an unknown procedure when it was reported ¿when the sales representative met with doctor, he confirmed that he had experienced subcutaneous emphysema in the past, but said he could not remember the details, such as when the case occurred.¿. There was no report of medical intervention or extended hospitalization for the patient. There was no report of the as-ifs1 malfunctioning during the procedure. This report is being raised on reported injury due to the patient obtaining subcutaneous "emphysema".

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on an unknown date during an unknown procedure when it was reported ¿when the sales representative met with doctor, he confirmed that he had experienced subcutaneous emphysema in the past, but said he could not remember the details, such as when the case occurred.¿. There was no report of medical intervention or extended hospitalization for the patient. There was no report of the as-ifs1 malfunctioning during the procedure. This report is being raised on reported injury due to the patient obtaining subcutaneous emphasema.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 107 complaints, regarding 107 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.